Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device fails accuracy by +7.6%. The event happened during testing.

Manufacturer narrative:
D9: product received date 7/22/2025. H3/h6: one device was returned for evaluation of complaint device fails accuracy by +7.6%. Review of event found no relevant information. Device has not previously been in for service. Functional and visual testing was performed. Complaint could not be duplicated, and root cause is unknown. Accuracy testing was performed and device passed testing. Performed downstream occlusion and upstream occlusion sensor calibration.